Event description:
Email received from distributor. Receiving four false negative hcg dipstick results - serum confirmed pregnancies. Patients referred to ob/gyn. No patient injury and/or hospitalization were necessary due to these incidents. Patient details and/or health information was not provided. No additional information provided. No adverse events reported.

Manufacturer narrative:
Investigation conclusion. Investigation pending.

Manufacturer narrative:
Investigation/conclusion update: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml cutoff (B)(4) urine control and 3 high level of (B)(4) urine controls, all results were positive at read time. No false negatives results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.